Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with a device. There were no complications reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with a device. There were no complications reported and the patient condition was good.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast present in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was prepped with a new inflation device filled with water and connected to the inflation port to inflate the device. The device inflated and deflated with no issue. There was no damage or irregularities found to the device. Product analysis could not confirm reported event as the device inflated to rated burst pressure and deflated with no issue.